Manufacturer narrative:
The sample was submitted for investigation. Upon further investigation of the patient sample, an interference against the streptavidin component of the reagent was confirmed. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design". The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys dhea-s (dhea-s) on a cobas e 402 analytical unit. The initial result was > 10.000 ug/dl. The sample was repeated with 1:3 dilution and the result was 4.92 ug/dl. The sample was repeated with no dilution and the result was > 10.000 ug/dl.

Manufacturer narrative:
The e402 analyzer serial number is (B)(6). The sample was requested for investigation.